Manufacturer narrative:
(B)(4). Writer contacted baxter's servipak department to attempt to obtain possible lot numbers for the homechoice cassette that may have been involved in this incident. The home patient service representative (hpsr) indicated that the patient received a shipment of homechoice cassettes on (B)(6) 2009 (lot # h09j28010) . Therefore, a batch review will be requested to be performed possible involvement.

Event description:
A report was received that during a trial, the patient was shocked by overstimulation. The patient had discovered that the cables were unplugged from the external trial stimulator (ets) and plugged them back in without first turning down the stimulation level and was shocked. The patient fell and injured her hip. The patient was given analgesic patches and is now reportedly doing well.

Manufacturer narrative:
Sample was discarded according to the intial contact with the patient.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) device during the initial drain. Gts had the patient close all the clamps and the transfer set to cycle power. The hc then alarmed with a system error 2367. Gts had the patient cycle power again to the 'press go to start' prompt. Gts explained the errors, and the patient stated there were no spare supply lines, and the patient extension line was connected before priming the system. Gts explained the patient should discard the supplies and report the errors to the nurse the next morning. Product surveillance contacted the patient's nurse on 1/14/2010. She stated she was aware of this event. The nurse stated that she was not sure if the peritonitis the patient was diagnosed with on (B) (6) 2009 was related to this event or not. The nurse stated the patient was hospitalized with peritonitis as well as other issues. The patient was currently in the hospital with a possible rupture, and having a lot of bowel issues. The nurse stated the surgeon has had to put a guide wire in at least three times to maneuver the catheter. The nurse stated the patient was performing dialysis in the hospital and was doing fine with his therapy. Global pharmacovigilance (gpv) was notified, and provided follow-up information regarding the peritonitis diagnosed on (B) (6) 2009. The patient was diagnosed with peritonitis which manifested with abdominal pain. On (B) (6) 2009, the patient was admitted to the hospital for peritonitis and abdominal pain. On the same date, a peritoneal effluent analysis and culture were performed which indicated a gram negative rod klebsiella. On (B) (6) 2009, pd4 ambuflex was discontinued due to the hospital not carrying the hc machine. On the same date, the patient started using only pd4 ultra bag (8l/day). The patient was treated with antibiotics in the hospital for the peritonitis and abdominal pain. The cause of the bacterial peritonitis was unknown. In (B) (6) 2010, while in the hospital, the patient experienced diverticulitis. In (B) (6) 2010, the patient was also treated with antibiotics for the diverticulitis. The cause of the diverticulitis is unknown. During the second week of (B) (6) 2010, the patient recovered from the bacterial peritonitis and abdominal pain. Per the nurse, the diverticulitis is ongoing and is the reason why the patient is still in the hospital. Peritoneal dialysis (pd) therapy is ongoing. The nurse stated the bacterial peritonitis, abdominal pain, and diverticulitis were not related to dianeal or to the devices.